Event description:
Burn from bovie - right proximal posterior thigh area just below tourniquet. Size of a quarter x1 and 2 smaller areas. Leg scrubbed with hibiclens, prepped with alcohol, irrigated bone with antibiotic irrigation.